Event description:
There was an allegation of questionable elecsys hcg+b test system results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 1.0 miu/ml. On (B)(6) 2025, a new sample was obtained, and the result was 1700 miu/ml. On (B)(6) 2025, the initial sample was repeated, and the result was 250 miu/ml. The repeated result was believed to be correct. The sample was repeated because the initial result did not match the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative did not find any abnormalities with the analyzer. He performed checks and tests with acceptable results. The investigation did not identify a product problem.